Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and passed. Performed pairing test with (B)(6) bluetooth device: passed. Tested on transmitter functional tester: passed relevant testing. Performed share log review: failed (complaint confirmed). The reported event of loss of connection was confirmed a root cause could not be determined.